Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they experienced a high reading issue with the adc device. The customer received 'hi' (readings greater than 500 mg/dl) scan and "almost had a car accident because during a check because I felt really not well in fact on the finger I was at 0.31 (unspecified meter)" and further reported they received unspecified third-party treatment from a non-healthcare professional. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
A customer reported via webform that they experienced a high reading issue with the adc device. The customer received 'hi' (readings greater than 500 mg/dl) scan and "almost had a car accident because during a check because I felt really not well in fact on the finger I was at 0.31(unspecified meter)" and further reported they received unspecified third-party treatment from a non-healthcare professional. No additional information was provided. There was no report of death or permanent injury associated with this event.